Event description:
The doctor claims that the graft was implanted for a femoro-popliteal bypass procedure in a patient with generalized right-sided arteriosclerosis obliterans from stage iii to IV. From the upper anastomosis there were small fissures observed in the graft. The graft leaked blood (exact quantity not reported) from these small fissures (tears) in the region of the branch canals. Bleeding stopped after 30 minutes following the application of tabotamp. Further suturing was deliberately not carried out since the bleeding was due to the fissures. The problem occurred only in the upper anastomosis. A redon drain was inserted in the lower leg. Based upon the information received, the graft appears, at this time, to have been left in. The clinical outcome of the case and the patient's status were both reported as ok.